Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had a suspected infection. A symptom of the site being red and pushing out the side but no skin breakage was noted. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had a suspected infection. A symptom of the site being red and pushing out the side but no skin breakage was noted. The patient will undergo a revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection. A symptom of the site being red and pushing out the side but no skin breakage was noted. The patient will undergo a revision procedure.